Manufacturer narrative:
Additional information: b5, h6 (health effect - clinical code).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2007, patient got up from sitting and knee suddenly became unstable on (B)(6) 2023. There was no trauma and on examination on (B)(6) 2024, the knee was unstable in the antero-posterior direction. X-rays showed slight posterior subluxation. A subsequent MRI and then an arthroscopy has confirmed that the polyethylene peg of one (1) journey insert bcs mb left sz std3-4 9mm has fracture around 7mm from the tip. This adverse event will be solved by a revision surgery using a custom implant. Health status of the patient is unknown. Event is still ongoing

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2007, patient´s knee suddenly became unstable on (B)(6) 2023. It was noticed on (B)(6) 2024 that, one (1) journey insert bcs mb left sz std3-4 9mm fractured at the top of the polyethylene peg of the implant. This adverse event will be solved by a revision surgery. Health status of the patient is unknown. Event is still ongoing.

Manufacturer narrative:
Additional information: b5 (describe event or problem) d6b (date of revision surgery still pending), h6 (health effect - impact code).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the report provided by the surgeon, ¿the magnetic resonance imaging and an arthroscopy revealed that the polyethylene peg was broken around 7mm from the tip, which was the probable cause of the patient's instability. However, with the limited information provided, the definitive clinical root cause of the reported polyethylene peg fracture cannot be determined. The patient's impact beyond the reported instability and the polyethylene peg fracture could not be determined since the surgeon is waiting for the custom-ordered insert for use in the revision. A review of the manufacturing records could not be performed, since the device history record for this production order was not available. This issue was escalated through our quality process. No complaint history for this part as this is a custom-made device. A review of the instructions for use documents for knee systems revealed that break of implant has been identified in warnings and precautions section as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, the final inspection includes the verification of part configuration per print. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2007, it was noticed that, one (1) journey insert bcs mb left sz std3-4 9mm post was broken. This adverse event was solved by a revision surgery on (B)(6) 2024. Health status of the patient is unknown.